Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim/discolored, this report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, a crack extending from the grip pad to the base seal was found in the battery compartment. The pump powered up to a dim and discolored verify screen. Unrelated to the casing and display issues, the cover of the bolus button was found missing/detached. (B)(6).